Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior tibial artery using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheath. During the procedure, while attempting to advance the catrx over the guidewire and through the sheath, and the catrx kinked at the distal portion. Therefore, the catrx was removed. The procedure was completed using a new catrx and the same sheath and guidewire. There was no report of an adverse effect to the patient.